Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital accidentally disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system ace 68 reperfusion catheter (ace68) was kinked near the hub after removing it from the packaging of the penumbra system ace 68 hi-flow kit (kit) and prior to insertion into the rotating hemostasis valve (rhv). The damaged ace68 was found prior to use and therefore, it was not used for the procedure. The procedure was completed using a new kit without issues.